Manufacturer narrative:
All info provided by manufacturer, no medwatch form was rec'd. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that a patient notifier delivered due to high voltage lead impedance being high. Fluoro notes indicate a conductor separation proximal to rv coil, suspicious for conductor externalization. Sensing, capture, and pli were all within normal limits. There is no history of noise on the lead. The lead will be monitored.